Event description:
During servicing of this unit. The field service engineer (fse) found that the unit alarmed with pressure sensor failure occurrence. The fse reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management board (pm) shows that the differential spi bus line driver u16 on the pm board had two spi bus lines shorted to ground. This caused the error code 1007 on ventilator startup. Replacing u16 resolved the problem.

Manufacturer narrative:
Updated.